Event description:
It was reported that a vns patient's device had been programmed off since 2007. Followup with the neurologist's office revealed that the patient had already been referred for removal of vns as she no longer desired vns therapy. Followup with the surgeon's office revealed that vns had already been explanted. According to the patient's chart, vns had not been functioning for several years, and the patient had stopped having seizures. The nurse indicated the device was most likely at end of service. However, diagnostic testing results were not provided to confirm proper function. Followup with the explanting facility revealed that explanted product is normally discarded and not kept for return to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.